Manufacturer narrative:
During laboratory evaluation the reported complaint was confirmed. The product surveillance technician (pst) started rotations of the pump and after a period of running, noticed that rotations had stopped. The unusual stoppage occurred two times. The pst removed the pump from its housing and checked all connections to the internal boards with nothing abnormal found. The motor tach signal was noisier than normal and the motor was noisier than normal while rotating. The device was sent to service for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump was intermittently not spinning. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR # 1828100-2014-00883. The field service representative (fsr) was unable to duplicate problem but ccp does not trust the suspect roller pump. The fsr installed a loaner roller pump, (B)(4). The unit operated to manufacturer specifications and was returned to clinical use. The suspect roller pump was returned to the manufacturer for further evaluation.